Event description:
It was reported that rigid video telescope had vertical stripes on image. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address- (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e104 function error and the light guide bundle was interrupted and weakened. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause for the reportable malfunction is a component failure of the universal cord. The defogging function of the insertion section was deteriorated, causing error e104 function error. Additionally, the light guide bundle was interrupted and weakened, which is caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.